Event description:
It was reported that the stent could not be withdrawn. The stenosed target lesion was located in the subclavian artery. A 8.0x30x135cm express ld balloon expandable was selected for use. A subclavian artery stent placement was performed for the patient. However, during the procedure, the stent and catheter were not compatible. After the stent was deployed, the catheter balloon could not be withdrawn. While withdrawing the delivery system, it got stuck in the guiding tube and could not be withdrawn independently. Instead, it was withdrawn out of the body along with the guiding tube in preparation for the next step of treatment to reduce procedural risk. A second delivery attempt was later successfully performed. The procedure was completed with another non-boston scientific device. The patient was in good condition post procedure. It was further reported that the stenosed target lesion was located in the moderately tortuous and calcified artery. Also, the procedure was completed with the same model of device.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of catheter difficult to remove was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of unintended use error caused or contributed to event because the passing DHR review and timing of the event being after stent deployment suggests that there was no difficulty with advancement of the stent delivery system into the selected guide sheath. This means that any resulting difficulties in passing through the selected guide catheter occurred due to circumstances during use. This ultimately indicates a most probable cause of inadvertent use error such as catheter or sheath damage during navigation, accidental catching of the catheter against the guide sheath, or insufficient deflation of the delivery system balloon.

Event description:
It was reported that the stent could not be withdrawn. The stenosed target lesion was located in the subclavian artery. An 8.0x30x135cm express ld balloon expandable was selected for use. A subclavian artery stent placement was performed for the patient. However, during the procedure, the stent and catheter were not compatible. After the stent was deployed, the catheter balloon could not be withdrawn. While withdrawing the delivery system, it got stuck in the guiding tube and could not be withdrawn independently. Instead, it was withdrawn out of the body along with the guiding tube in preparation for the next step of treatment to reduce procedural risk. A second delivery attempt was later successfully performed. The procedure was completed with another non-boston scientific device. The patient was in good condition post procedure.